Manufacturer narrative:
Eval summary: the product was returned for analysis, and the reported complaint could not be identified for lens off axis/rotated. The product optic is scratched and this damage was not mentioned by the customer. The lens is dimensionally acceptable using an approved template. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. No root cause could be determined for the reported complaint; however, the lens was damaged. Due to the presence of surgical solution, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Additional info was requested on 04/23/2012 and 05/08/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A tech reported that an intraocular lens (iol) rotated twice and was repositioned after each rotation. The lens was eventually exchanged for a different type of lens. Additional info has been requested.